Manufacturer narrative:
The returned valve was patent. The valve met the requirements for siphon, pressure-flow, and pre-implantation testing. However, it did not meet the requirements for reflux testing. There was proteinaceous debris observed within the interior and exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open resulting in fluid reflux. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ the valve also did not meet the requirements for leak testing due to a tear observed in the top of the reservoir. It is unknown how or when this damage occurred. The instructions for use that accompany the device caution that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance.¿ it is also suggested that the valve be placed in a surgically created loose subgaleal pocket. This allows gentle placement of the valve and minimizes handling with surgical tools. The inlet connector of the valve was noted to be damaged. It is unknown how or when this damage occurred. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the valve was found to be not functioning well intraoperatively. According to the report, the performance level was set at 0.5, but the patient's intracranial pressure remained high. The report stated the doctor used a new device to complete the surgery successfully. Reportedly, there was no injury to the patient.